Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilation balloon was used in the bile duct during a dilation procedure performed on (B)(6) 2018. According to the complainant, the balloon burst when dilated to 12mm and was torn apart. The procedure was completed with another cre pro wireguided dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned complaint device found that the balloon was torn circumferentially. This failure is likely due to anatomical factors like tortuosity, interaction with the scope and/or the manner in which the device was handled and manipulated during the procedure which limited the performance of the device. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilation balloon was used in the bile duct during a dilation procedure performed on (B)(6) 2018. According to the complainant, the balloon burst when dilated to 12mm and was torn apart. The procedure was completed with another cre pro wireguided dilation balloon. There were no patient complications reported as a result of this event.